Event description:
It was further reported that the patient experienced stent thrombosis.

Event description:
It was further reported that the patient was discharged following the index procedure 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient was found unresponsive with no pulse at home and was subsequently transported to the emergency room. The patient was intubated. Also, respiration was assisted via ambu bag; 250 cc of normal saline along with ampules of epinephrine, sodium bicarbonate and atropine were administered. It was also noted that cardiopulmonary resuscitation failed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.25x16mm ion stent. Residual stenosis was 0%. In (B)(6) 2012, the patient experienced cardiac arrest. An electrocardiogram was performed and myocardial infarction was noted. The patient also experienced ischemic symptoms and expired.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).